Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had trouble with their ins ever since the first time they charged it. When the patient charges it, it gets hot and hurts them. Therefore, the patient has to charge it in short increments. When the patient lays down on their back, the ins gets pressure from their body weight, which causes their right thigh to burn like ¿it¿s really on fire ,¿ not even turned on. When the patient gets up, that area stays very sensitive on or off. The patient told them they didn¿t want it in their butt to begin with. The patient felt pushed into the decision to get it; it does very little to help them. No further complications were reported or anticipated.